Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and critical pump error. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.